Event description:
Information was received from a nurse regarding a patient receiving fentanyl (1000 mcg/ml at 600.8 mcg/day) via an implantable pump. The pump's indication for use (IFU) was noted as non-malignant pain. The nurse reported that there was a motor stall at 18:08 and a recovery 18:15. She stated that she and the patient were able to determine that was the day the patient had his pacemaker (pcr) placed and that they thought the stall may have been at the time of pacemaker placement as the patient¿s implant time kept getting pushed back. The patient stated that it was late in the day. The nurse asked whether that could cause a motor stall and asked whether the care link application/ transmissions could affect the pump. No symptoms were reported. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional indicated that the cause of the stall was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.